Event description:
It was reported that the patient came into the clinic after being hit in the chest "square on the pacemaker" with a large wooden trunk. Palpating the device showed that it was moving freely in the pocket and the physician felt that it likely pulled loose of the stitching that secured it to the muscle. Interrogation revealed that the device was in back- up mode or that there were telemetry errors. The sensor parameters were all missing.